Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Received a suit alleging customer was injured. Does not state how or extent of injury.

Manufacturer narrative:
Updated "describe event or problem". The device was returned and was evaluated. The alleged inadvertant movement could not be duplicated.

Event description:
The customer alleges he was out on a patio with his grandson when they decided to head back into the house. He reached up to open the sliding glass door, pulling from right to left and as he was doing so the chair took off. After the chair took off, he collided with his wife's wheelchair inside the home resulting in injury.